Manufacturer narrative:
Synergy states total knee replacement tibial impactor broke into two pieces on impaction with mallet, whilst seating the tibial tray the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synergy states total knee replacement tibial impactor broke into two pieces on impaction with mallet, whilst seating the tibial tray.